Event description:
Received a spontaneous email from the cnss stating the pt is reporting the filter on her cadd extension set tubing is leaking. Called the MFR, they did not have any reports of leaking tubing but have requested a picture to open up an investigation. No adverse event reported due to the leaking. Pt changed to a different tubing. Reported to (B)(6) by health professional.